Manufacturer narrative:
The reported adverse event of infection is known and documented in the labeling, however it can not be confirmed through laboratory analysis. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported that this pacemaker system was explanted due to infection and sepsis in the pocket. In order to provide temporary pacing, the pacemaker was stitched externally to the patient's right upper chest and a new right ventricular lead was implanted. The entire system was later successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system was explanted due to infection and sepsis in the pocket. In order to provide temporary pacing, the pacemaker was stitched externally to the patient's right upper chest and a new right ventricular lead was implanted. The entire system was later successfully replaced. No additional adverse patient effects were reported.